Manufacturer narrative:
(B)(4)

Event description:
It was reported a 35mm gore helex septal occluder was selected to close an atrial septal defect balloon sized to 18-19mm. Additionally, the patient presented with an absent aortic rim. The device was locked and appeared stable; however, when the retrieval cord was removed, it embolized to the right pulmonary artery. The physician did not consider closure with another interventional device due to the patient's absent aortic rim. He spoke with the surgeon on duty who was able to schedule surgical closure the same day, so they opted not to snare the device. The device was removed during surgery and the patient's defect was closed with a patch. The surgeon reported the defect measured 20 x 20mm. The patient was doing well following surgery.